Manufacturer narrative:
The event of drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: drainage.

Event description:
Patient reported left side infection(early onset, drainage and wound dehiscence. Device has been explanted.

Event description:
Patient reported left side infection. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection and wound dehiscence are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset) and wound dehiscence.